Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a steerable guide catheter (sgc) would not click into the stabilizer smoothly. It was noted that the physician required increased force to insert sgc into the stabilizer. A mitraclip was advanced within the patient, while testing the gripper actuation it was identified that one of the grippers would not lower. Troubleshooting was preformed unsuccessfully and the clip was removed from the patient. A replacement mitraclip was then implanted successfully and the procedure was discontinued. After the procedure, it was difficult to remove the steerable guide catheter (sgc) from the stabilizer. The sgc was removed from the patient, still attached to the stabilizer. Troubleshooting was preformed, after significant force the sgc was removed from the stabilizer. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
All available information was investigated, and the single gripper actuation issue was not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and the returned device analysis, the cause of the reported single gripper actuation issue was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.